Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer through social media and describes the occurrence of pelvic pain ("I bought codeine too, to numb the pain to stop the pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 4. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), procedural pain ("excruciating pain after insertion") and fatigue ("extreme fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for pelvic pain and fatigue were unknown. The reporter considered fatigue, pelvic pain and procedural pain to be related to essure administration. The reporter commented: essure was inserted about 20 years before the report. The pain was excruciating, she ended up being anaethetised and waking up a couple of hours later and ended up spending the day in the hospital. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: quality safety evaluation of ptc. Upon internal review, event pain after insertion was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer through social media and describes the occurrence of pelvic pain ("I bought codeine too, to numb the pain to stop the pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 4. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("extreme fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue and pelvic pain to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: no new information received. 13-apr-2023: essure removal details & event fatigue was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.